Event description:
It was reported that the patient has had elevated heart rates and palpitations associated with minimal activity, brushing their teeth and having their cell phone in their pocket for about a half hour. The rate response was turned off. The device remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).